Event description:
It was reported that removal difficulties occurred. The 80% stenosed target lesion was located in a non-tortuous and non-calcified coronary artery. A 4.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, after successfully deploying the stent, the physician experienced a hard time removing the balloon in the guide catheter. The balloon was reinflated and deflated again, but rewrap failed. The device was removed from the patient intact as a whole unit and the procedure was successfully completed with another device. No patient complications were reported.

Event description:
It was reported that removal difficulties occurred. The 80% stenosed target lesion was located in a non-tortuous and non-calcified coronary artery. A 4.00 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, after successfully deploying the stent, the physician experienced a hard time removing the balloon in the guide catheter. The balloon was reinflated and deflated again, but rewrap failed. The device was removed from the patient intact as a whole unit and the procedure was successfully completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the synergy megatron mr us 4.00 x 16mm was returned for analysis. Visual and tactile inspection revealed the device was received inserted through the guide catheter. A visual and tactile examination identified multiple kinking along the exposed section of the hypotube, exiting from the guide catheter. No kinks or damages with shaft polymer extrusion. A visual examination of the balloon section of the device, which was exiting the guide catheter, identified no damage. The balloon was not folded and did not appear fully deflated. A detailed microscopic examination of the balloon material identified no damages. Microscopic analysis revealed the balloon exhibited signs of having been inflated and was not refolded and fully deflated. No issues identified during examination of the extrusion shaft, after the device was removed from the guide. A microscopic examination of the tip section found that tip was compressed. An initial attempt to withdraw the device back through the guide met with a restriction when an attempt was made to pull the balloon section back through the guide. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 16 atmospheres with no leaks noted. A vacuum was applied to the balloon and the balloon was allowed to deflate for 30 seconds. Although the balloon did not refold correctly, the balloon folds did tighten, and it was possible to remove the device from the guide catheter with no resistance noted.